Event description:
The facility alleges the skin staplers are jamming. It is unk when this condition is occuring. No pt injury or medical intervention was reported.

Manufacturer narrative:
Add'l lot numbers: t1264915, t1264916, t1266113, t1266794. Device evaluated by MFR; the device has been received and currently being evaluated. A f/u report will be filed upon completion of the evaluation.